Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). The reporter indicated the lens was explanted on (B)(6) 2018. The lens was exchanged for a longer lens (13.7) but different model and diopter - vticm5_13.7, -8.00/+1.5/x089 (sphere/cylinder/axis). The exchange resolved the problem. (B)(4). Corrected data: product problem to adverse event. Malfunction to serious injury. (B)(4)

Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -10.0/+1.5/089 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2010. The reporter indicated the lens had a low vault. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens. Claim # (B)(4).